Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt has a mal-positioned inflow cannula. The pt was returned to the operating room on (B)(6) 2014 for inflow conduit re-positioning and a pump exchange. The pump exchange was completed on (B)(6) 2014. Additional information was received, which indicated that the pt expired on (B)(6) 2014 due to multi system organ failure secondary to right ventricle dysfunction.

Manufacturer narrative:
The pt expired. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.